Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The following sections were updated from the original MDR 1220648-2024-15239: b1, b2, b3, g6, h6, h10.

Event description:
There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Event description:
Us complainant reported that the patient was placed onto impella cp support due to cardiomyopathy. While on support, the automated impella controller (aic) experienced a controller error yellow alarm that was resolved by changing the console. The patient ultimately expired as care was withdrawn, but there was no allegation against the aic or impella related to the patient¿s death.

Manufacturer narrative:
Console arrived at fs for investigation and repair. Fwcheck of ic5746 was recorded to confirm the loss of communication with pbm1. The root cause of syscall error was due to a defective pbm. The root cause of the defective pbm was corrosion due to leaking super capacitors.